Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin pump was received with scratched case, stained keypad overlay, serial number label faded, pillowing keypad overlay, case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020 at 7.30 am. The customer blood glucose level was 20 mg/dl at the time of incident and current value was 70 mg/dl. The customer was treated with glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer declined to troubleshoot for low blood glucose event. The device will not be returned for analysis.